Event description:
It was reported that patient had a fracture of the osteosynthesis plate when walking. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: unknown item #, unknown screw, unkown lot #. G2: report source germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. The plate was returned for investigation together with the screws, and the issue can be confirmed: the plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The bone-facing side of the plate has a polished area near the fracture line. The fracture surfaces of the plate shows polished and scratched areas, most likely due to contact of the two surfaces after fracture. Nevertheless, the features on the undamaged area of the fracture surface indicate a possible fatigue fracture. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The patient is female. Initial left femur open reduction internal fixation. Subsequently, after 7 months was revised due to implant fracture while walking. The plate and screws were exchanged without complications and cancellous bone chips to fracture site. Based on the investigation a fracture of the ncb plate can be confirmed and most likely attributed to fatigue. Since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent revision approximately 7 months post-implantation due to implant fracture while walking. The plate and screws were exchanged without complications and cancellous bone chips to fracture site. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.